Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during a mechanical thrombectomy, the doctor tried to deploy an embovac aspiration catheter. After going for the first pass in m1 segment, the user removed the catheter and flushed it and noticed the saline was leaking from the hub while flushing it. Therefore, the user used another red catheter and deployed for the second pass. There was no surgery delayed due to the reported event. The procedure was successfully completed. Additional event information received on 22-oct-2025 indicated that the device did not appear kinked, compressed, cracked or damaged in any other way. There was no evidence of air being injected into the patient due to the leakage. There was no allegation of patient injury due to an alleged product issue. The device was returned to j&j medtech for evaluation. One non-sterile ic 71, 132 cm, ce, asp. Ind. Was returned in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and no apparent damages were noted. Then, the returned device was flushed with a lab sample syringe and water leakage was noted to come out from the hub section. Microscopic examination was performed. Under magnification, it was noted that the hub had been subjected to force, which caused the outer plastic layer to fracture, slightly exposing the internal wires. However, the device remained in one piece connected by the internal braided wires. The issue reported that the device was leaking was confirmed during the inspection. According to risk documentation hub damage during attachment of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub, where excessive force could have been applied, leading to damage to the device. Devices undergo 100% inspection for exposed wire inside the hub during hub injection molding process, and 100% inspection for catheter kinks or damages during catheter loading into hoop. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. A manufacturing record evaluation was performed for the finished device 31411520 number, and no internal action related to the malfunction were identified. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: before removing the intermediate catheter from the packaging hoop dispenser, rotate the luer on the packaging hoop 90 degrees. Gently remove the catheter and accessories from the hoop and inspect prior to use to verify that they are undamaged. Caution: do not use a catheter that has been damaged in any way. If damage is detected, replace with another catheter that is not damaged. Do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy, the doctor tried to deploy an embovac aspiration catheter. After going for the first pass in m1 segment, the user removed the catheter and flushed it and noticed the saline was leaking from the hub while flushing it. Therefore, the user used another red catheter and deployed for the second pass. There was no surgery delayed due to the reported event. The procedure was successfully completed.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 22-oct-2025 indicated that the device did not appear kinked, compressed, cracked or damaged in any other way. There was no evidence of air being injected into the patient due to the leakage. There was no allegation of patient injury due to an alleged product issue. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.